Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope produced distorted image during angulation, but then returned to normal. The issue was found during reprocessing. Inspection and testing of the returned device found that due to damage on the charge coupled device unit, the image disappeared during angulation in the up/down directions. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of distorted image during angulation was not confirmed. The device evaluation found breakage of the image sensor. The distal end was dirty. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. The grip and the control unit were scratched. The universal cord had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "image disappeared" was presumed to have been due to ccd-unit (charged coupled device unit) damage during handling of the device by the user. As a result, this event occurred. The instructions for use (IFU) state the following regarding the suggested phenomenon of "image disappeared": "3.3 inspection of the endoscope 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The suggested phenomenon of "a-rubber [bending section cover] was dirty" was confirmed - however, the foreign material was unable to be further specified. Moreover, no physical damage was observed at the detection area of the foreign material, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user may be able to detect the event of "a-rubber dirty" by handling device in accordance with the following IFU. -inspection of the endoscope it is further suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.